Manufacturer narrative:
Device received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to a33 alarm. However, device passed rewind test and displacement test. Device had broken battery cap, broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the drive support cap had come off completely, this hinders the delivery of insulin and their was a crack on the insulin pump. The customer's blood glucose level was 9.2 mmol/l. The customer reported that the screw on the battery cap it was cracked and pieces missing in the battery cap. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.